Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the gui printed circuit board (pcb). The ventilator pass all the required testing.

Event description:
It was reported the 840 graphical user interface (gui) display generated an error which rendered the gui display inoperable. There was no patient connected to the device.